Event description:
The patient was admitted to the hospital with dehydration on (B)(6) 2009 which was supposed to be the patient's first adjustments. The surgeon feels the patient dehydration was related to the crohn's disease. In additional, the patient had other symptoms present (bloody stools). The patient reported seeing her primary care provider for treatment of crohn's on (B)(6) 2009. She returned to the surgeon's office with symptoms of vomiting and dysphagia. An endoscopy was done and the erosion was discovered. The band was explanted. Gastric banding is contraindicated for patient's with crohn's disease and the surgeon is aware of this contraindication. The patient had a post-op wound infection that required treatment after her removal surgery, but now she is doing fine and inquiring about a second weight loss surgery.

Manufacturer narrative:
(B)(4).